Event description:
Spontaneous communication. Patient reports cadd legacy pump (serial number: (B)(4) due: 08/2023) keeps giving her no disposable clamp tubing errors (first started on friday). Patient has had all her recalled cassette lot numbers taken care of and is using the appropriate non-recalled cassettes (lot number/expiration date of cassette used at time errors occurred was not provided). Advised patient to contact pharmacy if this happens ever again. Unsure if it's cassettes or pump but patient will contact pharmacy again if it's the pump. No other information known. Pump return tracking information is not available. Photographs were not provided. This is a continuous infusion. Set flow rate and volume delivered are unknown. Position of pump when alarm occurred is not known. No additional information is available at this time. Did the reported product fault occur while in use with the patient? - yes. Did the product issue cause or contribute to patient or clinical injury? - no. Is the actual device available to be returned for investigation? - yes. Did we replace device? ¿ yes. Did the patient have a backup device they were able to switch to? - yes. If yes, was the patient able to successfully continue their infusion? ¿ yes. Is the infusion life-sustaining? ¿ yes. (B)(6) by: patient/caregiver.